Event description:
It was reported that the atrial intrinsic amplitude was out of range. In addition, atrial tachy response (atr) electrogram (egm) recently recorded showed noise oversensing on the atrial channel. No adverse patient effects were reported. The device remains implanted.